Event description:
A 3.0mm diameter x 12mm length ave gfx stent was inserted into the diagonal branch of the left anterior descending coronary artery after predilation with a 3.0mm diameter percutaneous transluminal coronary angioplasty balloon. During advancement to the target lesion, the stent dislodged from the stent delivery system. The physician recrossed the stent with the stent delivery system balloon and deployed the stent at 12 atms. Of pressure at the target lesion site. The stent delivery system balloon was re-inflated for post dilation of the stent at 12 atms. After deflation of the balloon, the dr experienced difficulty removing the balloon from the stent. As a result, the balloon tore and part of it remained within the stent. Although, the pt was stable and asymptomatic, she was sent to surgery for removal relative to the event.